Event description:
Surgeon used a contour cs40g stapler to cut and staple the colon. The stapler cut just fine, but only stapled the proximal end of the colon, the distal end did not staple. The surgeon requested a new cs40g stapler cutter and tried again higher up on the colon. This second attempt was successful.manufacturer response (as per reporter) for stapler, cutter , contour.they desire to inspect the stapler. They are mailing us a box to return ship. I am awaiting the box. They will also credit us one stapler and mail it to us; very nice customer service.